Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded on keypad trace. The insulin pump was received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. No failed battery test alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 211 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.